Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the outer hose was damaged and ruptured. Therefore, the reported condition was confirmed. It was further noted that the failure of the hose was likely to have been outside force applied to the hose causing a restriction great enough to block the return air flow to the muffler, therefore the return air built up pressure great enough to burst the outer hose. The assignable root cause was determined to be due to component damage caused by user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device had a rip in the hose. During in-house engineering evaluation, it was observed that the outer hose was damaged and ruptured. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly